Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer found neither compartment nor spring are damaged or corroded. Customer said it alarmed failed battery test after changing a battery. The battery cap is not damaged. Customer cannot recall their blood glucose reading. The issue was not resolved. Customer states the contact was not missing. Customer was advised to store the battery in room temperature. The insulin pump will be returning for analysis.